Manufacturer narrative:
The device is was received for evaluation investigation is pending.

Event description:
The event involved a transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 60" tubing, disposable transducer, 3 ml intraflo® flush, macrodrip (pole mount) that the customer reported the set fell apart while priming. No additional information was provided. The report captures the second of two events.

Manufacturer narrative:
The reported complaint of the transducer set falling apart was confirmed on the returned sets. Three (3) images were provided by the customer showing the involved product and the separation. Sample- 2: during visual inspection, the pvc tubing was received separated from the transducer. The pvc tubing was observed to be tacky. The probable cause of the tacky pvc tubing had occurred due to uv adhesive not being fully cured during the assembly process at ensenada. A device history review (DHR) of the lot number could not be conducted because no lot number(s) was identified.